Manufacturer narrative:
Problem code relates to the reported issue of bands failed to deploy. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
This report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2017-03833 pertains to the first speedband superview super 7 device, and manufacturer report # 3005099803-2017-03834 pertains to the second speedband superview super 7 device. It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the stomach during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the bands got twisted together and failed to deploy. The same issue occurred with the second speedband device. There were no difficulty in setting up the devices. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.

Manufacturer narrative:
Received one speedband superview super 7 device with the velcro strap for analysis; the ligator head was not returned. It was noticed that the crimp was present on the trip wire and the suture was intact. A visual examination of the device found that the proximal section of the trip wire was bent, completely rolled in the handle and the trip wire was secured in the handle assembly slot when received. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly based on the evaluation of the returned device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. It is most likely that the trip wire was bent due to handling and manipulation of the device during procedure. Since the ligator head was not returned with the device; therefore it is unknown if the bands were deployed and if the ligator head were damaged and this condition could have impacted the bands deployment activity. The complaint did not include a returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. Therefore, the most probable cause for the complaint event is device not returned. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
This report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2017-03833 pertains to the first speedband superview super 7 device, and manufacturer report # 3005099803-2017-03834 pertains to the second speedband superview super 7 device. It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the stomach during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the bands got twisted together and failed to deploy. The same issue occurred with the second speedband device. There were no difficulty in setting up the devices. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.